Event description:
On 04/06/2008, a vena cava filter was placed without incident. On (B) (6) 2008, a physician in the ICU was placing a central line in the pt. While inserting the guidewire, it got caught on the filter, pulling and mangling the filter. The filter remains in the vena cava, but has migrated so that it is right underneath the heart; the filter is no longer providing protection from pe. A second vena cava filter was placed. Importer narrative: pt ID, exact pt age, pt weight, and device lot number are not available. Device is not available for evaluation. According to account, a blind or non-fluoroscopic guided implant of the central line was used. (The filter position would have been visible under fluoroscopic guidance, reducing the risk of snagging the filter.) A review of procedure films performed by a manufacturer representative showed the filter remains in a bent position. Note: the filter was fine at deployment; the filter was bent during guidewire insertion.